Manufacturer narrative:
Document review performed on 09 may 2018; lot 1651997a: (B)(4) items manufactured and released 13 december 2016 no anomalies found related to the issue. To date, no similar event on the same lot has been registered.

Event description:
During the femur preparation a femur fracture was generated. The surgery was completed successfully.